Manufacturer narrative:
The service technician found the light intensity of the main lamp is below output specification as it is too low to distinguish object. Additionally, the light emitting diode (led) unit no longer reaches the light value specified by the manufacturer, the led unit on the base plate is critically bent. Also, the external housing cover, front panel and rear panel are deformed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus regional repair center was informed that a demo/asset visera elite ii video system processor was used for training purposes at an olympus facility and then returned. There was no allegation of a defect or malfunction associated with the processor. No patient or procedure was involved. However, during inspection, the service technician found the light intensity of the main lamp is below output specification as it is too low to distinguish object (reportable).

Manufacturer narrative:
Corrected data: g2 / other. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the led unit, the housing cover, the front panel, the rear panel and the power supply were damaged, and must be replaced. It is likely that the light intensity of the main lamp was low because the led unit became defective. However, the cause of the defective led unit could not be identified. Olympus will continue to monitor field performance for this device.